Event description:
Pt came in and was tested on the suspect device with an inr result of 2.8. The lab inr was 1.79. Controls were in range. The device was replaced and requested to be returned for evaluation.